Event description:
A (B)(6) male pt contacted zoll customer support to report that there was a wire pulled out of the belt. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (wire pulled from belt) has been confirmed. As received, the cable connecting the distribution node (dn) to the rear therapy electrodes (te) was pulled from the strain relief. The root cause for the damaged cable cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.